Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead received multiple therapies for a fast ventricular episode, which was thought to be atrial tachacardia based. During the episode, the device detected vt, the patient received atp, 3j and 41j shocks that were unsuccessful, the hv impedance was normal. The second 41j shock was delivered, and subsequent shocks were attempted into the shorted state. The arrhythmia was not terminated by the device and ended on its own. The pacing impedance measurement was greater than 3000 ohms. The patient reported hearing a 'popping' sound with the shock(s). The device was explanted and the terminal end of the lead was cut off and the remaining lead body was capped.,